Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, it was reported that the cartridge was damaged. Reportedly, "something from the bottom of the cartridge fell off." There was no impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.